Event description:
Inadequate burn for polypectomy with using hot box forceps. Risk for post polypectomy bleed.

Event description:
Add'l info rec'd from MFR 8/5/03: co received a reusable biopsy forceps, product number 711305, lot 4186-11. The product was not returned sterile pursuant to co's return policy. A visual review through the packaging identified that the active cord connector component was bent over to a point where connection of the e.s.u. Cord would have been difficult if not impossible. This likely led to a connection that did not have the proper electrical continuity. This forceps is a reusable device and is subject to wear and maintenance during the cleaning and sterilization process. This info was related to the customer. A review of proper care and cleaning was reviewed with the customer as well.